Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly noted. No suspend anomaly/suspend alarm anomaly noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a rewind anomaly. Customer's blood glucose was 375 mg/dl. Device would suspend during prime. Customer declined troubleshooting. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.